Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned insert confirms minor damage, more than likely from attempted insertion. The visual inspection does not confirm the failure mode. A dimensional inspection was attempted but the device was too damaged from the attempted insertion to obtain accurate measurements. The clinical/medical evaluation concluded that per complaint details, a 13 mm backup insert was implanted after multiple failed attempts to lock the 11mm insert into the baseplate. Reportedly, there was a 0-30 minute surgical delay with no patient injuries. Responses to the information requests have not been received as of the date of this medical investigation. Without the requested medical documentation, the clinical root cause of the reported event could not be definitively concluded. The product evaluation/visual findings were damage to the lock detail ¿likely from attempting to snap into the baseplate.¿ patient impact beyond the reported surgical delay and use of the unplanned, thicker, backup insert could not be determined; however, no patient injury was reported. It is unknown if any further interventions were required due to the use of the thicker insert. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a tka procedure, intraoperative, surgeon implanted the original femoral component and tibial component and finally checked with trial ps insert of 5/6-11 mm. The surgeon was happy with the insert size and tried to put on the original insert after using the trial i.e. 5/6-11mm. Posterior he stabilized the articular insert but unfortunately the insert did not lock properly. The surgeon made multiple attempts to lock the insert, finally he decided to put 5/6 -13 mm posterior stablished insert. A delay of less tha 30 minutes occurred. No injuries reported,